Event description:
On (B)(6) 2012, due to occlusion of left iliac and femoral arteries, ao-f-p bypass was performed with the end-to-side anastomosis of the proximal end of the graft to aorta; the side-to-side anastomosis of the graft to the section between iliac and femoral arteries, and the end-to-side of anastomosis of the distal end of the graft to popliteal artery. Postoperatively, low blood pressure was noted, and CT examination revealed retroperitoneal hematoma and bleeding at the intermediate position of the helix-supported graft between the end-to-side anastomotic site of the proximal end of the graft to aorta and the side-to-side anastomotic site of the graft to the section between iliac and femoral arteries. The physician estimated that the blood loss would be 1500-2000 cc. The pt was on the verge of going into shock. On (B)(6) 2012, in the middle of the day, the pt underwent stent placement with a covered stent of fluency plus stent graft by bard/medicon. The physician alleged that the event was not caused by the surgical technique. It was unlikely that the assembly would contact with the bleeding site since the graft/sheath site since the graft/sheath assembly had a slider shape and no postoperative infection. It was difficult for the physician to think that the graft had a hole or tear around the noted bleeding site, but the physician did not have a good explanation of the potential cause of the event.

Manufacturer narrative:
The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution and there are no similar incidents against this batch. A follow-up report shall be submitted once the full investigation has been completed.